Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned femoral stem confirms the reported material fracture. Evaluation by a depuy material scientist found no material or manufacturing defects in the femoral stem that could have contributed to fracture initiation and/or propagation to failure. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Implant reported were unknown hip femoral head ceramic ts and unknown hip femoral stem corail - implant fracture post -op metal.